Event description:
It was reported that during an unk procedure, the clips didn't close and formed scissor clips. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/31/2007. Information anticipated, but unavailable at this time.